Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening stem. (B)(4). Side: right. Primary asa: p2-mild disease not incapacitating.